Manufacturer narrative:
The returned lead (sc-2218-70 sn (B)(6)) was analyzed and the lead has crushed contact number 8 suggesting that the lead was not fully inserted when the ipg setscrew was tightened/locked down on the proximal end. The lead not being fully inserted resulted in the lead contacts misalignment with the ipg spring contacts, causing the reported impedance anomaly. With all the available information, boston scientific concludes the reported allegation of impedance anomaly was confirmed. The probable cause selected is unintended use error caused or contributed to event. The returned lead (sc-2218-70 sn (B)(6)) was analyzed and the lead was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. The probable cause selected is no problem detected.

Event description:
It was reported that after reprogramming, the patient was not getting good coverage as a result of high impedances. The patient underwent a revision procedure wherein the leads were replaced. The explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that after reprogramming, the patient was not getting good coverage as a result of high impedances. The patient underwent a revision procedure wherein the leads were replaced. The explanted leads will be returned.